Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion. Device discarded, single use.

Event description:
The customer reported two (2) false positive results with ID now covid-19 test kit on (B)(6) 2023.the customer received a positive result with ID now covid-19 test kit. A confirmatory test (pcr) was performed on the same day, and it generated a negative result. Per the customer, the patient had no history with positive covid. Also, the customer stated that the patient was performed a pcr test a year ago, while the current pcr test is negative. The exact date of the event was not provided. This MFR. Report addresses patient two (2) of two (2) patients. No additional patient information, including treatment and outcome.

Event description:
The customer reported two (2) false positive results with ID now covid-19 test kit on 01jan2023.the customer received a positive result with ID now covid-19 test kit. A confirmatory test (pcr) was performed on the same day, and it generated a negative result. Per the customer, the patient had no history with positive covid. Also, the customer stated that the patient was performed a pcr test a year ago, while the current pcr test is negative. The exact date of the event was not provided. This MFR. Report addresses patient two (2) of two (2) patients. No additional patient information, including treatment and outcome.

Manufacturer narrative:
Additional data: b5: type of sample: nasopharyngeal, patients are asymptomatic. The tests were taken between 4 - 10 january 2023. D4: lot no: 1087914. D4: expiration date. H4: device manufacture date. Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 1087914 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 191-000 / lot 1087914, test base part number 190-430 / lot 1087914. The lot met the required release specifications. A review of the complaints reported as false positive results (confirmed and unconfirmed, conflicting results) related to kit lot 1087914 showed that the complaint rate is (B)(4). Based on the above summary, the investigation is deemed complete. The product will continue to be monitored and tracked. H3 other text : device discarded, single use.